Manufacturer narrative:
Note : product reference 4430433 is not cleared for sales in the USA, but similar product reference 5433750 is cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch nr36942216 which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of access ports released in january 2019. Investigation results: we received for investigation one celsite st301f access port from batch nr 36942216. The catheter is broken into 2 pieces: a 14.5cm long piece of catheter is connected to the access port with a connection ring. The distal part of the catheter is 18.5 cm long. The rupture facies is rough, the catheter is slightly ovalized at this level. This proves that it was pinched, kinked or sutured at this level. Dimensional measures: we have measured the returned catheter in order to check its conformity to our specifications. All the characteristics conform to our specifications. Conclusion: no manufacturing defect has been detected on the returned device. The received elements allow us to hypothesis that the catheter rupture occurred due to the fact that the catheter was angled, kinked or sutured at the entrance of the jugular vein. Only the review of the x-ray pictures could allow us to confirm this hypothesis. The IFU specifies :" to ensure that the system works correctly, there should be no kinking of the catheter." §v-2 this is a rare incident, no corrective action is envisaged at the moment.

Event description:
"Part of the catheter (17 cm) has come loose and ended up in v.jugularis and right atrium. The patient visited oncology unit because the port didn't work as expected."